Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported multiple organ failures, bleeding, right heart failure, patient conditions (cardiogenic shock, coagulopathy, and hypotension), and patient outcome could not be conclusively determined through this evaluation. The account communicated that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Multiple organ failures/dysfunctions, bleeding, right heart failure, and death are listed as adverse events that may be associated with the use of heartmate 3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1, "introduction," explains that ventricular blood may flow either through the left ventricular assist device (lvad) or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted on (B)(6) 2021. The left ventricular assist device (lvad) insertion was uneventful, but a few minutes after giving protamine to reverse systemic heparinization the patient developed profound hypotension. The initial pump flows had been good and the patient was still on moderate doses of inotropes at that time. Right ventricular function was depressed but adequate. Cardiac massage was initiated, but the patient did not respond to resuscitation maneuvers. The patient was placed back on cardiopulmonary bypass and a temporary right ventricular assist device (rvad) was inserted. The patient tolerated the rvad well, but was noted that pulmonary arterial pressures were still high, and then bleeding was noticed in the airway and a right hemothorax was observed. Blood products were given. A tear on the surface of the right lower lobe was seen and repaired. The patient remained hypotensive and was placed on extracorporeal membrane oxygenation (ECMO). The patient was transferred to the intensive care unit (ICU) in hemorrhagic shock. The patient then suffered multisystem organ failure secondary to cardiogenic and hemorrhagic shock with coagulopathy, and subsequently passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.